Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 11 - ventricular nst<=210 ms average v-cycle between (B)(6) 2011 06:08:41 and (B)(6) 2011 22:05:01. Impedance - resistance/impedance increase daily pace log data shows an abrupt increase for ventricular pace bi impedance = 437 to 950 ohms peak between (B)(6) 2011. Std review - lead integrity alert triggered. One - patient alert for lead failure predictor on (B)(6) 2011 09:00:06.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the clinic after hearing tones from the device. An interrogation showed a sudden increase in lead impedances. A potential lead fracture was questioned. The lead remains in use. No patient complications have been reported as a result of this event.